Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report #s 1627487-2012-00543 and 1627487-2012-00545. It was reported the patient is experiencing a jolting and burning sensation from his scs system. The jolting is said to continue as the patient sleeps. In addition, the patient alleges a knot has formed on his spine. The patient has reportedly not recharged the ipg in more than two months and desires removal of the scs system.